Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 22 mm amplatzer amulet was implanted using a 12f amplatzer torqvue 45x45 delivery system via left femoral access. On (B)(6) 2017, the patient continued to have blood loss from the superficial femoral artery into the left thigh which was treated with ffp. A vascular exam was performed and a pseudoaneurysm was noted from the proximal left superficial femoral artery; an injection of thrombin was performed. At an unknown point in time following the thrombin injection the patient developed hypotension and was transferred to the ICU for vasopressors and blood transfusions. Despite supportive measures, the patient continued to deteriorate and went into cardio-pulmonary arrest. Despite resuscitative attempts, the patient died. (Clinical study patient (B)(6))